Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, mint waxed, for dental cleaning (route dental, lot number, frequency, and expiration date unspecified). After an unspecified duration, the consumer noticed that the, plastic piece that feeds and cuts the floss broke and snapped off. The consumer had to manually unwind the floss and cut with scissors. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, mint waxed, for dental cleaning (route dental, lot number, frequency, and expiration date unspecified). After an unspecified duration, the consumer noticed that the, plastic piece that feeds and cuts the floss broke and snapped off. The consumer had to manually unwind the floss and cut with scissors. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states. Additional information received on (B)(6) 2012. A review of the data associated with this complaint category revealed no adverse trends and no trend involving lot number 2991d. A review of the history of changes, retain sample evaluation and device history records did not indicate reach johnson and johnson floss, mint waxed failed to meet specifications. Field sample was evaluated and presented the insert broken where it holds the cutter. Investigation to address the root cause and corrective actions has been initiated. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.